Event description:
Per the clinic, the patient experienced an infection at implant site, exposing the receiver/stimulator (specific date not reported). The patient was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on february 05, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 26. 2024.